Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high impedance in the bipolar configuration. The device was reprogrammed. On (B)(6) 2015, the lead was revised. During the revision procedure, the lead exhibited a fracture. The lead was capped and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).